Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date involving an 8" (20 cm) ext set w/ 0.2 micron filter, rotating luer that allowed air to pass directly through without pressure from the filter. There was no patient involvement and no patient harm. This is the first of two events reported.